Event description:
It was reported that a new ilet user experienced a high glucose event after an early cartridge depletion and supply change, with the cgm reading high and no observed leakage at the housing, anchor, or infusion site; the user disconnected and administered a manual fast-acting insulin dose while awaiting dosing guidance from the healthcare provider, after which glucose trended down and returned to range following a meal announcement. Symptoms included prolonged hyperglycemia above 180 mg/dl without loss of consciousness, dka, or other acute complications, and ketone testing was performed per the user¿s action plan. Outcomes included no hospitalization, no professional medical intervention, and resolution of hyperglycemia with user-directed corrective actions. Investigation included telephone-based troubleshooting and education to assess for leaks or infusion set detachment and to review use of back-up therapy. Investigation of this case revealed no device leaks or site detachment reported and no device malfunction identified, with the cause of the hyperglycemia remaining unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.